Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 393 mg/dl. Customer stated she dropped the device a month ago. The device was not exposed to an MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.